Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported poor near visual acuity and bright vision in a patient following an intraocular lens (iol) implant procedure. The lens was replaced and the visual acuity improved.

Manufacturer narrative:
The product was returned in a different manufacturer's lens case. Solution is dried on the lens. Both haptics are slightly bent in the gusset and distal areas. One haptic is broken in the distal tip area. The optic is cut into portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).